Event description:
It was reported that the patient never had a problem with the pump. The patient stated that it was ¿filled properly¿; ¿the hcp (health care professional) would put betadine on the patient before accessing the pump¿; and the hcp never had a problem filling it. After a few years, the patient developed an abscess on his spine where the ¿leads¿ were and it infected the pump and the spine so they had to take the pump out. The pump was delivering morphine at the time of the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).